Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs). During the impella mcs, the anticontamination sleeve was difficult to pull down to the red impella plug. The anticontamination sleeve was noted to be stuck to the catheter. The support was noted to be uninterrupted, and there was no harm to the patient as a result of this event. Pci was performed. Shockwave to left anterior descending artery (lad), intravascular ultrasound before and after the patient received one drug-eluting stent to the proximal diagonal 1 artery and three drug-eluting stents to the distal, mid, proximal lad. After the pci. The impella cp device was weaned and explanted. Hemostasis was achieved.